Event description:
It was reported that saf-t-intima w/y adapter yel 24ga x .75i catheter disconnected. The following information was provided by the initial reporter: it was reported that another lot is defective as there doesn't seem to be a hole in the stylus's. Verbatim: I had a 22 gauge intima disconnect at the tubing 2 days ago, so I had to poke the patient again.

Manufacturer narrative:
H.6. Investigation: a device history record review was completed by our quality engineer team for provided lot number 1021365. The review did not reveal any detected abnormalities during the production process that could have contributed to this defect and all quality tests were found to be within specification. As a sample was unavailable for return, a thorough sample investigation could not be completed and therefore the failure was not confirmed. Based on the investigation results, an exact cause for this incident could not be identified.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that saf-t-intima w/y adapter yel 24ga x .75i catheter disconnected. The following information was provided by the initial reporter: it was reported that another lot is defective as there doesn't seem to be a hole in the stylus's. Verbatim: I had a 22 gauge intima disconnect at the tubing 2 days ago, so I had to poke the patient again.